Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product was not returned, however, a picture was provided by the customer for analysis. The picture showed the clip was broken. The customer reported the probe clip caught on the trocar when it was being removed from the patient. The reported condition was confirmed. The investigation of the picture found the clip was broken. Medtronic could not determine why the clip broke. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the probe clip caught on the trocar when it was being removed from the patient. The white clip broke in half and was then removed from the body. There was no patient injury.